Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no power to their high definition lcd monitor device. The olympus representative instructed the customer to check the connection for the power supply, and the connections were tight. Nothing was reportedly lit up on the monitor. To remedy the reported issue, the representative provided the customer with the part number of the power supply unit. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following are the probable causes of the event: monitor cannot be turned on. Ac power cord it not properly connected. Breaker or main power is not turned on. Power switch is not turned on. Harness between g1 board and ac inlet is disconnected. Harness to the power switch of the main unit is disconnected. No 24v output from g1 board. Harness between g1 board and g2 board is disconnected. No 24v output from g2 board. Harness between g2 board and qb board is disconnected. Faulty qb board. Faulty lcd panel. Olympus will continue to monitor field performance for this device.